Manufacturer narrative:
The thermogard ivtm system (sn (B)(4)) was evaluated at customer site. The customer's reported complaint of the thermogard ivtm system displayed tcmid:05 (coolant diff failure) error message was confirmed during the review of the event logs but was not confirmed during functional testing. The root cause for the reported complaint was due to a defective lm-34 temperature probe, likely attributed to device's aging. The thermogard ivtm system was manufactured in september 2011 and is 10 years old, well past its service life of 5 years. During visual inspection of the thermogard console, unrelated to the reported complaint, noticed damages on the pump lid and pump rotor, likely attributed to device's aging or user mishandling.the pump lid and pump rotor were replaced to address the physical damages. During the review of the event logs, two tcmid:05 error messages were noted, thus confirming the reported complaint. As a precautionary measure, the lm-34 temperature probe was replaced. Also, unrelated to the reported complaint, (B)(4) (coolant temp high) and (B)(4) (coolant temp low) error messages occurred, likely attributed to the defective lm-34 temperature probe. Further functional testing was performed. After removing the airtrap during run mode the thermogard system did not displayed an error message and did not stopped during the run mode, unrelated to the reported complaint. The root cause was found to be a defective air trap sensor block, likely attributed to device's aging. The air trap sensor was replaced to address the observed issue. Following service, the thermogard ivtm system passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard ivtm system sn (B)(4).

Event description:
During ivtm therapy, the thermogard ivtm system (sn (B)(4)) displayed tcm ID: (B)(4) (coolant diff failure) error message. Another thermogard ivtm system was use to continue with patient treatment. Patient's status information was requested but the customer did not provide a response.